Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Customer reported pledget falling into pieces during removal. No remaining pieces. Doctor seen and diagnosed with yeast infection. Topical medication recommended.